Event description:
It was reported that the patient's device is defective and not working following a device check. The patient's heart rate is dropping a lot. The patient has a implantable pulse generator and the patient's family member feels that the patient should have had an implantable cardioverter defibrillator. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient died. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).